Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) the device failed the battery test, the batteries did not reach the required minimum runtime and the device switched off after around 98 minutes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that according to the user, the unit was used properly up to that point, and that the user has been instructed in the operation of the unit and that the unit has been in use there for years. After approval, the fse replaced the two batteries. Then, a complete device check was carried out as part of the maintenance.